Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, the instrument produced unusual curves. There was no report of patient impact. Assays used: bd sars-cov-2/flu for bd max¿ system (eua (B)(4)) . The following information was provided by the initial reporter: when using the fse, it was found that the tray motor on side a was vibrating heavily. This can be the triggered for "strange curves". Engine is replaced, follow-up work necessary. The readers must be normalized again, since this was not done again when swapping the mux and there is a drift after a short time. Furthermore, "vibrations on the tray motor" were found on side a. This is also exchanged preventively. After about 2 weeks, the db must be backed up and checked whether a drift has repeatedly occurred. If this is the case, both readers must be replaced. We will tackle the actions with the readers and possibly replace a drive motor of drawer a, since strange vibrations were detected here, which could also have an impact on the results.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "unresolved results". Customer reported that they have a reoccurring unr on both side on the combo assay. Field service was dispatched. Field service normalized both readers and performed alignment check on gantry, drawers, and magnets. Field service cleaned the gantry spindle, performed tray alignment and increase reader pressure. Field service performed cal-rack. Field service performed filled cartridge check and found no bubbles. Field service replaced the tray drive motor. Instrument was returned to customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 02oct2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in february 2022, the instrument experience various unr. Field service checked the readers and the drawers and fastened all loose screws. Field service cleaned the sensors. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, the instrument produced unusual curves. There was no report of patient impact. Assays used: bd sars-cov-2/flu for bd max¿ system (B)(4). The following information was provided by the initial reporter: when using the fse, it was found that the tray motor on side a was vibrating heavily. This can be the triggered for "strange curves". Engine is replaced, follow-up work necessary. The readers must be normalized again, since this was not done again when swapping the mux and there is a drift after a short time. Furthermore, "vibrations on the tray motor" were found on side a. This is also exchanged preventively. After about 2 weeks, the db must be backed up and checked whether a drift has repeatedly occurred. If this is the case, both readers must be replaced. We will tackle the actions with the readers and possibly replace a drive motor of drawer a, since strange vibrations were detected here, which could also have an impact on the results.